Manufacturer narrative:
The exact dates of the events are unknown. The type of delivery system is unknown; however, these are the possible PMA numbers for retroflex , novaflex+ and commander delivery systems: p110021, p130009, and p140031. The delivery systems were not returned to edwards lifesciences as they were discarded by the facility. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the cause of the ventricular wall perforation for each of these cases is unknown, but may be related to the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: d. Schewel, et al., correlation of tricuspid regurgitation and new pacemaker implantation in patients undergoing transcatheter aortic valve implantati..., int j cardiol (2017), https://doi.org/10.1016/j.ijcard.2018.03.030

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled, "correlation of tricuspid regurgitation and new pacemaker implantation in patients undergoing transcatheter aortic valve implantation" reported that post tavr procedure, 5 patient¿s developed a ventricular wall perforation (exact dates unknown) and required surgical intervention.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.